Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) revealed blood visible in the guide wire lumen and inflation lumen, which is consistent with a leak or rupture while in the patient anatomy. There was contrast in the inflation lumen and balloon, consistent with preparation. The stent was stationary on the tightly folded balloon between the markers with no damage noted. A new indeflator was used in an attempt to pressurize the sds when fluid leaked out of a longitudinal tear, 1 mm in length, on the edge of the balloon folds. The tear was 1 mm distal to the distal balloon marker. Factors that may contribute to a tear in the balloon include, but are not limited to: manufacturing, damage from the stent, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all sds are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the rated burst pressure (rbp) prior to release. The patient anatomy was reportedly moderately calcified, which likely contributed to the noted tear. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interaction with the calcified lesion/anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. The noted tear in the balloon appears to be related to the operational context of the procedure.

Event description:
It was reported that after pre-dilatation was performed, a xience v stent delivery system (sds) was advanced to treat a lesion in the right coronary artery. The balloon pressure was increased to 8 atmospheres; however, the stent did not expand. Negative pressure was applied which led to blood in the indeflator, confirming a balloon rupture. Another xience v sds was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.